Event description:
It was reported that a spectrum pump stopped infusing which resulted in a decrease in the patient¿s blood pressure. During an infusion of phenylephrine, the pump stopped abruptly and no alarm sounded to alert the staff that the pump had ceased infusing. The patient¿s blood pressure ¿decreased¿ (the systolic and diastolic readings were not reported). Treatment was not reported. The pump was immediately removed. No further information was available at the time of this report.

Manufacturer narrative:
B3: event date was reported as an unspecified day in (B)(6) 2024. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.